Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and after resetting, the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any future malfunction codes occur, which the caller acknowledged and understood.